Event description:
Additional information from the patient reported that she called the manufacturing representative (rep) and had the rep walk her through charging. The device was charged and has worked ever since. The issue resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was seeing a poor communication screen on their patient programmer. The recharger would not communicate with the implantable neurostimulator (ins). The patient last charged about a month prior to the report and last felt stimulation about a month prior to the report. The device worked off and on and had not been working for a while. The device was not on at the time of the report and the patient could not turn it on. These issues had been happening off and on for about a month prior to the report. No troubleshooting or outcome was reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.